Manufacturer narrative:
Batch review performed on 16 aug 2024. Lot 2243371: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 5 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (from 14 to 20 mm). The surgery was completed successfully.